Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead capped due to twiddlers syndrome. This lead was originally pulled out by the patient leading to non-capture. Due to the occlusion of the veins on the left side however, the physician chose to cap the lead and abandon the system on the left side in favor of a competitor system on the right side. Should additional information become available, it will be added to this file.